Manufacturer narrative:
(B)(4): the meter has passed testing for battery indicator. The reported issue could not be reproduced. Unrelated to the reported issue, there were missing meter component. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging battery indicator. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.